Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device produced two beeps without the cassette. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed, and the reported issue was not duplicated. The device tested normally at the time of evaluation. No action was taken related to the reported issue as the reported issue was not duplicated.